Event description:
It was reported that a non sustained lead noise episode was observed due to undersensing of tachycardia in the discrimination channel. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.